Manufacturer narrative:
Corrected data: section g5: PMA/510(k)number. No additional information will be forthcoming.

Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was out of the advancer tube on procedure. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant misdeployment ¿ unable¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be handling-related. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was out of the advancer tube on procedure. There was no patient injury reported.